Event description:
The caller got a reading of 272 mg/dl from his adc device on 24 mar 06 while his doctor got a reading of 456 mg/dl from the hcp meter. The caller stated having symptoms of hyperglycemia. He was then admitted to the hospital by his doctor. Prior to the event, the caller did not take medications for his diabetes.